Event description:
It was reported the camera head exhibited an error e216 during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d5, d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -phenomenon 1: no image due to cable disconnection -phenomenon 2: cable disconnection a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.